Event description:
It was reported that the asymptomatic patient presented in clinic for device check. Upon interrogation of the device, noise on the atrial lead was observed. The noise was confirmed by isometrics. The patient is stable and would be monitored.

Manufacturer narrative:
Added isometric testing, not included in initial MDR.